Manufacturer narrative:
Inspected one opened/used partial enlite sensor and performed continuity resistance test and sensor failed per specifications. Unable to confirm blood issue due to no needle returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor readings kept suspending the insulin pump which caused her blood glucose to read in the 300's. The customer's blood glucose was in the 300 mg/dl, and the sensor glucose was 62 mg/dl and went down to 58 mg/dl at the time of the incident. The blood glucose of customer during call was 157 mg/dl. Customer did a partial trouble shoot. The sensor will be returned for analysis.